Event description:
It was reported that during the preparation of a clip (40507a1070), the grippers did not lower. It was observed that one of the gripper was higher than the other. The clip was tested and it was noted that the gripper did not lower all the way. Therefore, the clip was not used and was replaced. Two clips (40820a1005 and 40531a1062) were opened and it was observed that one of the gripper was higher than the other. Therefore, the clips were replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. The reported asymmetrical gripper arms was confirmed, a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. The reported asymmetrical gripper arms was a normal function of the device as the observation is within manufacturing specification. There is no indication of a product issue with respect to manufacture, design, or labeling.